Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence and erosion. A smaller cuff was placed, and patient incontinence had improved. There were no other patient complications reported.